Event description:
Caller reported that the indicated battery charge of the pump dropped significantly in a short period. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Customer was instructed by technical support to put the pump into storage mode before returning it to tandem, and a replacement pump was arranged. Customer confirmed understanding of these instructions and would continue to use the current pump as backup therapy while awaiting the replacement.